Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the hose was defective, the couplings were worn, and the bearings overheated and were corroded. This was attributed to normal wear. The hose, bearings, and couplings were replaced. The device was repaired and returned to the customer on (B)(4) 2013.

Event description:
The customer returned the device for service. During service, the technician found that the drill hose was punctured, the coupling worn, and the bearings overheated. This is report 1 of 1 for complaint #(B)(4).